Event description:
Treatment of an avm. It was reported the balloon could not be deflated and broken during retrieval. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.